Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip open while locked) could not be determined. Cine review: "two (2) fluoroscopic still images were provided. Both images present the same, showing the first implanted clip and the second cds (reported device). The delivery catheter (dc) shaft is detached from the clip and fully retracted such that the dc radiopaque tip ring is against the steerable sleeve soft tip, indicating the images were taken immediately post deployment of the second clip. Only one image presents a view of the reported clip such that both clip arms can be visualized and the arm angle assessed. Based on this image, the reported clip (right clip in the image) appears to have a clip arm angle of ~20° - 30°; this estimation is based on a visual assessment with the naked eye and cannot be confirmed. Neither image captures both the clip arms of the first clip, which did not have a reported issue, and the arm angle cannot be assessed; it is unclear if the second clip (reported device) is opened to a larger degree, comparatively speaking. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened can be made." The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report the clip opening while locked. It was reported that a on (B)(6) 2022, a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) with grade of 4. One mitraclip was implanted with no reported issue. A second clip was advanced in the patient and placed at a2/p2. After deployment the clip opened to approximately 30 degrees. The clip remained stable on both leaflets and no additional clips were implanted. The procedure was complete with a final mr grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06sep2022 for clips not being able to establish final arm angle(efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).